Manufacturer narrative:
The device history record for the sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 8th july 2015. This device was raised as a customer complaint following a review of the history logs for a patient involved sca event. During the review it was noticed that the device appeared to stop recorded ECG and icg data, but still continued to prompt shock therapy, therefore, the device was requested back as a precaution to verify it was operating as expected. Upon review of the device memory upon receipt at heartsine, it was observed that the ECG and icg data for the event in question was complete and intact. Therefore, this report concludes the issue is not related to the device and that all of the data is intact. All the information obtained to date indicate the issue is with the download performed by the customer and may be due to human error, a compatibility issue or another unknown fault not associated with the device. The returned device performed to specification. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Device memory issue. No patient involved.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device memory issue. No patient involved.